Manufacturer narrative:
Functional inspection, dimensional inspection, visual inspection, and material analysis were unable to be performed as the device was not available for evaluation. Review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause could be determined based on the available information.

Event description:
Bilateral ozark screw fractures reported at the c6 level of a two-level ozark plate. Patient was reportedly symptomatic. This report represents the first of the two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
Bilateral ozark screw fractures reported at the c6 level of a two-level ozark plate. Patient was reportedly symptomatic. This report represents the first of the two screws.